Event description:
The physician attempted arteriotomy closure with the perclose at 6fr suture-mediated closure (smc) system after an interventional procedure. The suturing was not successful and hemostasis was achieved with manual compression. There was no patient injury.

Manufacturer narrative:
The results of the evaluation of the returned device showed a broken foot. Based on available information, device malfunction could not be indentified and caused of foot break is undetermined. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.